Event description:
The customer contact reported that the back of the device was charred. The pump was returned to the biomedical engineering department with unsigned notes that stated, "would not charge" and "malfunction die." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. Upon visual examination of the device, charring was noted on the back of the device. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.